Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. H3: product analysis found reported fault not confirmed. The console was connected with a test patient interface with no communication issues observed. Half of the display found to be dim and muting found to be damaged (broken ferrite), however not related to reported fault. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 8253410, serial/lot #: (B)(6)/207328059, UDI#: (B)(4), manufactured date: 2013-08-21. H3: product analysis found reported fault confirmed. Connector's pins bent, chanel 6 's pin bent and its o-ring is dislodged, replenish fuses reserve is empty. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient interface not communicating when connected to nim console. It was noticed that patient interface had both fuses blown and the yellow socket is damage due to the o-ring pop out, unable to be inserted with the electrode probe. No patient involvement.